Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final report. Investigation is complete. H6 patient code 3191: unknown surgical delay. H6 results code 4247 : no code available since device was not returned. Hence results cannot be determined. DHR review: the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet could not be completed as the device was not returned for evaluation. The customer will not be returning the device, and will be using the device for a trade in. Probable cause/root cause: the reported event could not be confirmed during inspection of the device as the product was not returned for evaluation. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action. H3 other text: device not returned.

Event description:
It was reported that the graft was damaged during surgery and did not result in any harm. There was an unknown surgical delay indicated. No additional event information available.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted. Requested but not returned by hospital.

Event description:
It was reported that the graft was damaged during surgery and did not result in any harm or delay. No adverse events were reported as a result of this malfunction.